Manufacturer narrative:
Device passed displacement test; it failed self test. Self test failed in that no sounds were heard during the tone test. In addition to this, adjusted the audio options audio volume 1-5, and there was no sound at each setting. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had beep anomaly. Customer stated that they did not hear beeps when audio volume settings were saved. Customer stated that insulin pump had hardware low level failure. Customer was able to clear and rewound the insulin pump. Customer stated insulin pump passed self test but they did not hear the tone or no sound, it was silent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.